Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that the onetouch ultra2 meter is reading inaccurately erratic. On august 12, 2009, this medical surveillance specialist contacted the pt to clarify info obtained on the initial phone call. The pt tests his blood glucose 3 times per day and manages his diabetes with oral medication (glipizide). The pt noticed that his blood glucose readings were inaccurately erratic the previous month, when he obtained blood glucose reading of "207, 260, and 240 mg/dl" on the subject meter performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 20% and/or <= 20 mg/dl. On the morning of the next day, the pt reported blood glucose results of "99, 107, and 146 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. That morning, the pt ate his usual breakfast, took his glipizide diabetes medication, and did not participate in any strenuous physical activities. At 1 pm, the pt obtained a blood glucose reading of "111 mg/dl" on the subject meter prior to his lunch. At 1:03 pm, he reportedly went to get some food to eat and developed symptoms of shakiness and weak. In addition, his vision was "blanked out" and he could not see anything. His symptoms lasted for 15 minutes. He felt better after he promptly ate a hamburger. The pt indicated that his blood glucose reading average from 110-120 mg/dl at around 1 pm. The pt felt that the reading of "111 mg/dl" was inaccurately high and should have been "a lot lower" at the time of concern. The pt felt that he could have managed his diabetes better and may have prevented the aforementioned symptoms had the subject meter been reading accurately prior to the incident. The pt's medication regimen was not changed immediately prior to or after the incident occurred. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, the blood samples were taken from approved testing sites, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the pt claimed that he had symptoms that can be associated with hypoglycemia after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.